Event description:
It was reported that during a left colonic resection procedure, the surgeon decided to use the device to perform the resection. After firing, the surgeon noticed the leaks. But the surgeon made a decision to finish the surgical operation. The next day, the patient felt bad. The patient had probable signs of bleeding. The surgeon had to perform re-laparotomy. During the operation, the surgeon found out that the bleeding occurred from the point of resection. The staples didn't close properly. The surgeon had to perform re-laparotomy the day after the initial operation. Additional information has been requested.

Manufacturer narrative:
(B)(4).(B)(6). Satisfactorily, discharged from the hospital the analysis results found that the device was received in good visual condition and with no reload present. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.